Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0412 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redw0412) have been reported from the same facility.

Event description:
It was reported that during testing of the devices at the facility, the needle would not retract on two accucaths. The devices were not used on a patient.